Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to greater than 400 mg/dl after approximately 36-48 hours of pod wear on the arm, prompting the patient to seek medical attention at the emergency room. Reported symptoms included nausea, blurry vision, dizziness, head pressure, and the urge to vomit. The patient remained in the emergency room for approximately six hours, during which blood work and urine testing were performed. No laboratory results or specific diagnosis were reported. Treatment included administration of two intravenous fluid bags, and the patient reported that a new pod was applied while still in the emergency room. The patient reported returning home the following day.